Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui - male (right) issue and did not light up when connected to a pcu. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c0201 annex d: d02 investigation summary: field technician stated issue of oob failure: iui-male (right) was confirmed. On 19-sept-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu passed asm functional testing. Internal inspection revealed that the motor control board is faulty. Recommend bd san diego repair center replace the motor control board. Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had iui - male (right) issue and did not light up when connected to a pcu. There was no patient involvement.